Manufacturer narrative:
Method - the sample has been received by the reporter for inspection and evaluation. Results - testing is currently being performed on the returned unit. Conclusion - a follow-up report will be filed when the investigation has been completed.

Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400 ml. Flow rate: 4 ml/hr. Procedure: reconstructive breast surgery with free tissue transfer of deep inferior epigastric perforator flap. Cathplace: placed intraoperatively on (B)(6) 2012 to left and right hip area. Catheter broke inside the patient on (B)(6) 2012, upon removal. When removing the catheter resistance was encountered, rn removing the catheter replayed that it didn't seem any more of a tug then other times that she disconnected catheters. The catheter appeared to have a clean cut and the black tip was not visible. The catheter segment was left inside the patient and it was reported that it will be removed during the patient's second round of reconstructive breast surgery. At this time the date of the second round of surgery is unknown.